Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patent involvement.

Manufacturer narrative:
Updated sections: b4, e1(name, email), e2, e3, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d5, d10, e4, g2, h6(health clinical & impact).

Manufacturer narrative:
The getinge field service engineer (fse) that discovered the issue performed the functional check and test without detecting abnormal operation. After carrying out checks, no helium leak was detected. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak.